Event description:
It was reported that a dca was performed on a proximal and mid lesion in the rca. After cutting the proximal lesion, the device was advanced to the mid rca lesion that was proximal to a previously implanted stent. The flexi-cut balloon was inflated to a maximum pressure of 150 psi (contrary to IFU). The balloon was observed to be separated on the distal side under fluoroscopy at the 60th cutting: however, the procedure was continued with the device (contrary to IFU). The separated balloon then became trapped in the cutter housing during a cut at 15 psi. Upon removal from the pt, the device was inspected and it was suspected that a piece of the balloon material remained in the pt. A hazy area was observed in the vessel at the site of treatment under fluoroscopy, so a balloon dilatation was performed at the lesion site. The pt was reportedly doing well at the time of the report.